Event description:
Additional information indicated that surgical intervention was undertaken wherein the l5 lead was explanted and replaced to address this issue. Effective therapy restored post-op.

Manufacturer narrative:
Correction: section b1 ¿ type of report - product problem added. Correction: section d4 - additional device information - serial number and primary unique device identification (UDI) number corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8635850.

Event description:
It was reported that the patient received the message "strength was decreased, the generator could not deliver the desired strength" therefore the system was auto reducing. Upon further investigation, the system diagnostics recorded high impedances on the lead, and as a result the patient was experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.